Event description:
Procedure type: total mesorectal excision. According to the reporter: when retracting the balloon the ring became detached. They had to use a grasper and change the trocar (11.5 instead of 5mm) to remove the ring from the pt. Additional info received: unanticipated tissue loss? No. Unanticipated extension of incision by more than one inch? No. Unanticipated blood loss of 500cc or more? No. Was surgical time delayed by more than 30 minutes due to the product problem? No. Device fragment or component falling into the pts cavity? No. Device fragment left in the pt? No.

Manufacturer narrative:
(B)(4).